Event description:
Information was received indicating that a no disposable clamp tubing alarm was noted with a smiths medical cadd cassette reservoir. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.